Event description:
On 10/18/2024, it was reported by an arthrex subsidiary employee via email that an ar-4030c-07 fastthread biocomposite interference screw and ar-4020c-07 fastthread biocomposite interference screw broke during insertion. The case was completed using a product from another manufacturer. This was discovered during a multiligament acl procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is confirmed per photos provided by the customer that shows the broken screw. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.